Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. During product analysis, the battery was replaced and the meter powered on successfully. The patient's returned test strips were not tested as they were expired at the time of the complaint. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan to report the one touch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 9:00 am the patient noted the reported meter would not power on; he was unable to test his blood glucose levels. The patient took no actions due to this meter issue. The patient manages his diabetes with the oral medications metformin 1000 mg twice/day and glipizide 5 mg once/day. Five days afterwards, the patient experienced the symptoms of shaking and sweating. The patient did not seek any medical attention or treatment. Troubleshooting revealed the test strips were correct but they were also expired, and that the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved as the patient did not have a new replacement battery available. The meter, test strips and control solution were replaced. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. During product analysis, the battery was replaced and the meter powered on successfully. The patient's returned test strips were not tested as they were expired at the time of the complaint. There was no evidence the meter was not functioning appropriately since the meter powered on successfully during evaluation when the battery was replaced. The patient's technique was incorrect by not replacing the meter's battery as recommended. However, as the patient suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, this complaint is being reported.